Event description:
Four reactive advia centaur xp pt results were obtained and upon repeat (in duplicate) all four were non-reactive. The reactive results were not reported to the physician. Five positive adiva centaur xp troponin ultra pt results were also obtained in the same time frame as the above samples and upon repeat all five were negative. The positive results were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse heath consequences, due to the discordant and tni ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant and tni ultra results, was due to crack in wash 1 tubing. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.